Manufacturer narrative:
(B)(4). The patient developed the reported event on an unspecified date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and a staph infection coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event of peritonitis. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported) for the events. Action taken with dianeal and extraneal therapies was unknown. At the time of this report, the patient was recovered from both the peritonitis and staph infection. No additional information is available at this time.